Event description:
In this event it was reported that a pt inadvertently swallowed a small amount of hydro-cast tissue conditioning material and immediately experienced a burning sensation in her throat. The pt was referred to a physician and no further details are available at this time.

Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, because intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.